Event description:
It was reported that the pump exhibited a downstream alarm that kept ringing. There was a patient involvement, and unknown patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high-pressure alarm recorded multiple times. Functional and visual tests were performed, and the reported issue was not duplicated. The possible cause of the reported issue was considered an anomaly in an auxiliary device (a medication cassette). The service history review had no indication that the complaint was related to a service of the device within the review period.